Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. Patient weight and history were provided.

Event description:
During a first mpj fusion procedure, the end of the k-wire snapped off, and was left in the patient. Surgeon used a second k-wire, and it also snapped and a portion of the wire was left in the bone. A third wire was used to successfully complete the procedure. This is the second of two reports submitted on this event.